Manufacturer narrative:
A visual examination of the returned device revealed that the guide catheter was broken into two pieces. The proximal portion was stretched and accordioned, and the distal end was stretched and collapsed. The suture was missing, and the suture hole was torn towards the distal end of the push catheter. The stent was not returned. A functional examination could not be performed, due to the damages on the returned device.based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context.a review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was implanted within the common bile duct of a patient during an endoscopic biliary drainage procedure on an unknown date. According to the complainant, during the procedure the guide catheter stretched; however the stent was able to be successfully implanted. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. The investigation results revealed that the guide catheter was broken. Therefore, this event is now considered reportable.